Manufacturer narrative:
Follow-up from 07-oct-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this is a non-medically confirmed spontaneous case report received via (B)(6). It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had an allergic reaction immediately following the procedure. She received treatment but the name of the drug was hidden in the document. The consumer stated she was released and had no major side effect. The allergic reaction was considered serious due to required intervention by the reporter. According to essure's reference safety information, this event is listed. In this particular case, the consumer had an allergic reaction immediately after the essure insertion procedure. She broke out in hives all over her chest, neck and back. She was given a large amount of an unspecified treatment and she was released with no major side effects. She stated that she did break out in hives every sometimes for no reason at all. She also mentioned that her mother has nickel allergy but she was never tested for allergies. Considering the strong positive temporal relationship and the fact that essure insert consists of a nickel-titanium alloy, the allergic reaction may be related to possible nickel sensitivity. Therefore, the allergic reaction is considered related to essure. This case is regarded as incident due to the required medical intervention. Technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5043367) in united states on 03-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. She reported immediately following the procedure she had an allergic reaction and was given a large amount of (hidden information in document). She had broken out in hives all over her chest, neck and back. She was then released and had no major side effects to note. Although she did break out in hives every so often for what seems to be no reason at all. Her mother has a nickel allergy and the consumer had never been tested for allergies. Recently, she had a significant weight gain with no ability to lose it without an increase in calories. She also had cramping; irregular periods; fatigue; she was diagnosed with anxiety and was being treated with two medications for depression. She also experienced heart palpitations; shortness of breath and stomach bloating. Her physician had never addressed the essure as a possible cause for any of her recent symptoms. The consumer also mentioned the seriousness criterion required intervention but not specified and/or assigned to one of the events. She also mentioned wellbutrin as concomitant medication. Follow up 11-aug-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had an allergic reaction immediately following the procedure. She received treatment but the name of the drug was hidden in the document. The consumer stated she was released and had no major side effect. The allergic reaction was considered serious due to required intervention by the reporter. According to essure's reference safety information, this event is listed. In this particular case, the consumer had an allergic reaction immediately after the essure insertion procedure. She broke out in hives all over her chest, neck and back. She was given a large amount of an unspecified treatment and she was released with no major side effects. She stated that she did break out in hives every sometimes for no reason at all. She also mentioned that her mother has nickel allergy but she was never tested for allergies. Considering the strong positive temporal relationship and the fact that essure insert consists of a nickel-titanium alloy, the allergic reaction may be related to possible nickel sensitivity. Therefore, the allergic reaction is considered related to essure. This case is regarded as incident due to the required medical intervention. Technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.